Manufacturer narrative:
(B)(4) vital sign lability.

Event description:
The system was explanted due to an abdominal infection. Specific signs/symptoms of infection were not reported. The pump delivered baclofen. The patient experienced severe baclofen withdrawal with severe spasticity, altered mental status and vital sign lability. The patient did not have a fever. The patient did not develop rhabdomyolysis or kidney failure. The patient was treated with oral baclofen 20 mg 4 times daily. On (B)(6) 2011, the patient was alert and conversant, but had a functional mobility set-back that could have been related to the withdrawal. Pump re-implantation surgery was scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.